Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported by stryker sales rep that the doctor had evaluated before starting the case,which was full revision knee,but when opening the wound and found that femur and insert became loose and the function knee was abnormal, but tial still had good quality,so changed femur and insert instead. On 30 mar 2020, stryker sales rep was made aware of the scheduled revision surgery will be carry out on (B)(6) 2020.